Event description:
It has been reported to philips that system is freezing during start-up. System was not in clinical use. No patient or user harm was reported. A philips engineer inspected the system and verified that an ipb (image processing board) failed, and the part need to be replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that system is freezing during start-up. After reviewing the log file, fse did not found any malfunction. Fse verified that an ipb (image processing board) failed. Fse replaced image processing board. After replacing image processing board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected,